Event description:
The manufacturer became aware that a user of the rep dreamstation auto CPAP had states eye irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, reduced cardiopulmonary reserve. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received, and section h 11 should be reported as: the manufacturer became aware that a user of the rep dream station auto CPAP had states eye irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, reduced cardiopulmonary reserve. No medical intervention was specified by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was not observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation. Evaluation method code, evaluation results code, component code and conclusion code grid has been updated.